Manufacturer narrative:
Section a5: ethnicity: unknown/not provided. Section a6: race: unknown/not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient experienced iol intolerance following the implantation of a single piece preloaded multifocal intraocular lens (iol) in the left eye. The symptoms were first observed during a post-operative examination and was noted to have persisted for three months. The original lens was subsequently explanted during a secondary surgery. The patient was noted with adequate near vision. The pre-operative bscva was 20/20-1 and the post-operative bscva was 20/20-1. No unplanned surgical interventions such as, incision enlargement, sutures, or vitrectomy were required. No medications outside the standard of care were prescribed. And no reported surgical delay. The patient was temporarily impaired. Directions for use was followed. Additional information was received indicating that the device was reported to have contributed to the event, as the patient did not feel that the multifocal intraocular lens (mfiol) provided adequate near vision and did not tolerate multifocal optics leading to an iol exchange. The original lens was subsequently explanted during a secondary surgery and was replaced with a single piece preloaded monofocal intraocular lens (iol) with a 25.0 diopter. The patient reported difficulty with reading with the lens. There was no loss of two or more lines of best spectacle-corrected visual acuity (bscva). The patient was noted to be overcorrected, not under corrected. Pre-operative refraction was +1.00 -0.75 ×095 with bscva of 20/20-2, and post-operative refraction was +0.75 -1.00 ×006 with bscva of 20/20-2. The intended target refraction was plano. No pre-existing conditions affecting calculation were reported, and no patient injury occurred during the procedure. At one month post-exchange, the patient was reported to be doing well. Post-operative refraction after the lens exchange was unknown. No further information was provided.